Event description:
Freestyle libre 3 plus issue: chronic bluetooth signal loss requiring full phone restart to restore connection on samsung galaxy devices impact: interruption of continuous glucose monitoring duration: known multi-year issue across multiple device generations.